Event description:
The issue reported involved an insulin pump gauge displaying a different amount than expected, with a fill estimate showing 55 units instead of the caller's expected 300 units. There was no adverse impact to the customer's blood glucose level. The customer had completed the necessary steps to remove air from the cartridge and used room temperature insulin but had overfilled the cartridge. Technical support instructed the caller not to overfill and assisted with filling and loading a new cartridge. The customer declined to perform a bolus to update the insulin estimate but agreed to monitor the situation and follow up if necessary.